Event description:
Customer went to lunch and wasn't feeling well when customer was done eating. Friends took the customer home where their blood glucose was 180mg/dl. Paramedics were called and the customer was taken to the hospital by their sister. At the emergency room the customers blood glucose was over 700mg/dl. No controls were in use. Glucose strips in use were expired. A request was made for the return of the suspect device and replacement product was sent.